Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the procedure, it was observed the right ventricular lead had a low pacing impedance and was sensing noise. Another lead was used to complete the procedure, and the original lead was capped. The patient experienced no consequences related to the procedure.